Event description:
Boston scientific received information that this lead was found dislodged and was thus, explanted. The lead was successfully replaced. Additional information obtained from a field representative revealed that there was also loss of capture observed. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.